Event description:
The rep reported the patient (pt) stated the restore battery would no longer charge a "dq'd" use 8 months prior to explant and replacement. The rep is meeting with the pt to assess issue and attempt to program the pt. The impedance issue has not been resolved, and the rep does not expect it to resolve itself. Lead revision would likely be the best option at this point. Weight was received. The restore ins was disposed of. The impedance issues and pt follow up has been discussed with the hcp. The potential plan of action would be to replace the leads. Because it is a cervical lead placement, pt is apprehensive to do revision. Post-op visit is not yet scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported previously reported information regarding impedances and potential lead replacement. Patient reported the ins in their neck has been a problem since day one.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97714, lot#/serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2023, product type implantable neurostimulator. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2023, product type lead lead serial numbers were updated to reflected the correct set of impacted/revised leads included with this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt mentioned they had a revision surgery 2 weeks ago which was very painful.

Manufacturer narrative:
Product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2023 product type implantable neurostimulator product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2015 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2018, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep stated the patient was having a new ins implanted and when connecting the leads to the new ins, there were multiple electrodes "out" (7 electrodes) and some were green. With impedance check, all of the patient's impedances were either orange high (above 4000 ohms) or the electrodes had a red xx next to them. Rep reported he did try connecting a wens and the impedances and xxs remained the same. Rep reported the leads were cleaned multiple times and re-entered into the ins with no change. Rep was using electrode 0 as a reference when doing the impedance check. Rep stated the physician planned to suture the patient today (knowing their high impedances) and then at a later time planned to go back in and replace the leads if the electrodes were not usable with the high impedances. Technical services (ts) advised rep to look at other reference electrodes and reviewed r eference electrode relationships.